Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney the patient underwent ventral hernia repair on (B)(6) 2014 and the surgeon noted large ventral hernia and hernia sac and ¿care was taken to dissect the adhesions and hernia sac free.¿ the skin and subcutaneous tissue was freed for approximately 9 cm in both directions, laterally. Mesh was sutured into place in 4 quadrants and ¿then in between each initial tacking suture, until this was well secured.¿ additional overlay mesh was also tacked over the primary and synthetic mesh repairs. It was reported that the patient underwent repair of recurrent incisional hernia with mesh and component separation on (B)(6) 2014 and the surgeon noted ¿the mesh could be seen pulled out and away from its inferior position¿ which was removed in its entirety. No additional information is reported at this time.